Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The physician straightened the endoscope so the clipping device would not be angled for deployment. The clip was successfully closed onto the tissue. The assistant was having a lot of trouble releasing the clip from the sheath of the clip deployment device. When the assistant tried to release the clip, it would not come apart from the deployment device. They do not remember what they did specifically, but the clip finally released after several minutes of manipulation. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The recently purchased lot numbers by the user facility were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use contains the following precaution: "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur" the instructions for use also states: "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the potential lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.